Manufacturer narrative:
Initial reporter postal code:(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was further described as "fluid leaked inside hc due to leaky cassette". This occurred during setup for automated peritoneal dialysis therapy. The patient was not connected at the time of the event. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.